Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review pump error 35 alarm confirmed in (adapt) and history download on (B)(6) 2024 at 11:06:45 and at 11:16:01. File number= (B)(4) and line number= (B)(4). Per software engineer log, it was determined that the pump error 35 is a broken_force_sensor_error_e, a critical error alarm that will result in open book alarm. In addition, pump error 53 was also recorded in (main error log) adapt, file ID: (B)(4) and line ID: (B)(4). Isolate to electronic assembly. During download history review, no additional alarms were recorded to confirm unspecified alarms in complaint code. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Under microscope investigation, moisture damage was noted on force sensor and j2 component on pcba1. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, label damage(faded), cracked keypad overlay at select button, stained keypad overlay and missing display window/cover. In conclusion, the unit came in with a critical pump (open book) alarm due to pump error 35, isolate to electronic assembly. Pump error 35 was triggered by moisture damage on j2 component (pcba1) and on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced other critical pump error. The customer reported blood glucose value of 22.2 mmol/l. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1885. Customer reported a critical pump error other than the open book image error or critical pump error 24. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1885 was requested and customer response was the device will be returned.